Event description:
Patient has type 1 diabetes and uses tandem tslim insulin pump with control iq technology and dexcom g7 sensor. He ended up in the ER yesterday after a dexcom g7 sensor failure. The dexcom sensor was reading in the 60s but his actual blood sugar in the ER was 500s, which could have led to diabetic ketoacidosis or death.